Event description:
Extreme shooting pain in right thigh area where total hip replacement is. Right total hip replacement was done on (B)(6) 2010 at (B)(6) for joint disease by surgeon (B)(6) ((B)(4)).